Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient lost consciousness while driving, approximately five days after the cgm sensor had been placed on his arm. The patient¿s loss of consciousness caused him to collide with a road median and a signpost, prompting an ambulance response. The impact of the collision reportedly brought him back to consciousness after only a few seconds. Upon ems arrival, paramedics administered glucose gel. A bg fingerstick taken immediately afterward measured 64 mg/dl, while the patient¿s estimated glucose value (egv) on the cgm was reported to be between 100-150 mg/dl (exact value unspecified). During transport, a second bg fingerstick measured 253 mg/dl, while the egv displayed slightly above 180 mg/dl. Ems personnel attempted to calibrate the sensor during transport, but calibration did not bring the egv within the expected range. The patient does not recall what medications were administered in the ambulance, but stated they were for pain rather than for glucose management. Upon arrival at the hospital, he does not remember the egv reading; however, his bg was measured as normal (specific value not provided), and no additional glucose-related treatment was administered. Due to the motor vehicle accident, the patient sustained a left hip fracture requiring surgical intervention. On (B)(6) 2025, he underwent surgery in which 2-3 titanium screws/bolts were placed. He was then transferred to a private room for recovery and discharged on (B)(6) 2025, in a wheelchair. As of the follow-up call, 59 days after the injury, the patient was able to walk with assistance from a walker and occasionally used a wheelchair for longer distances. He continued to receive ongoing physical therapy for rehabilitation related to the hip fracture. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b and c zone of the parkes error grid when checked by ems. The reported glucose values fall within the b zone of the parkes error grid was the second bg and cgm values noted enroute to the hospital. No additional patient or event information is available.